Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to be recognised. A field service engineer (fse) replaced the mini switches on the remote manager latch and completed a successful hardware test in hta. The engineer proactively performed preventive maintenance on the smart remote manager (srm) and verified device functionality using the hardware testing application and conducted temperature calibration using a provided reotemp device. The srm and reotemp readings were within the acceptable tolerance range. The engineer replaced the old calibration sticker with a new one, including the global ID and the updated calibration date. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator was not recognized. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.